Manufacturer narrative:
Additional information received: we received the following information regarding this complaint: did the tip break during treatment with both products? Yes. Was a patient injured? No. How many patients are involved exactly? The clinic tells us that no patients have been affected, only that it broke before we started using it. This is a follow up report for this additional information. Investigation results: summary: two start-x tip satelec inserts 3 were returned in loose. Returned devices are both broken in the active part. No material defect was found during analysis of the rupture patterns. No unused device is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1905251 and #1912908). No information was given regarding technique, we cannot rule on its compliance with maillefer's recommendations. Root causes are not identified. We will track this kind of event and monitor the trend. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - 4582. Health effect - impact code - 2199. This is a follow up report to correct this code.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a start-x tip satelec insert 3 tip broke during use. The outcome of this event is unknown as of this MDR. Further information requested.